Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results: 4:06 a.m. - 335 mg/dl, 4:09 a.m. - 284 mg/dl, 4:19 a.m. - 484 mg/dl, 4:22 a.m. - 260 mg/dl, 4:25 a.m. - 122 mg/dl, 4:27 a.m. - "hi" mg/dl (greater than 600 mg/dl), 4:28 a.m. - "hi" mg/dl (greater than 600 mg/dl) , 4:28 a.m. - 529 mg/dl, 4:32 a.m. - 241 mg/dl, 4:33 a.m. - 204 mg/dl, 4:34 a.m. - 163 mg/dl, 4:34 a.m. - 147 mg/dl . The patient experienced leg pain and tachycardia. The patient treated with unknown insulin.

Manufacturer narrative:
Correction - the test strip information in section d4 was updated. The customer used test strip lot numbers (104660) and (104520). It is unknown which lot number was used for which result. The customer returned an empty test strip vial for lot number (104660). Therefore, the actual test strips were not available for evaluation.